Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of pulses in each sequence and delivered several boluses before being deactivated after 1435 pulses. Inspection of the needle mechanism found no damages or deficiencies that would result in a needle mechanism failure.